Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Olympus service operation repair center (sorc) inspected the device and the reported phenomenon was not duplicated. Furthermore, there was no irregularity on the device. The exact cause of the reported event could not be conclusively determined. However, based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to influence of other than the device or temporary malfunction of video processing board in the device.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), the image was not displayed on the subject device. There was no report of patient injury associated with the event.